Event description:
The patient was revised for dislocation on (B)(6) 2021. Approximately 5 years after the first surgery. The surgeon explanted 1 huméral cup 36+3, 1 glenoid baseplate and 1 centered glenosphere 36. The surgeon implanted 1 double taper and 1 helmet head.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.